Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The head shows a series of deep scratches running across the pole. There are fewer obvious scratches on the cup but these may have been polished out during walking. These scratches may have been caused by 3rd body wear, or as a result of the subluxation process. The x-ray of (B)(6) 2009 shows a clear crescent of radiolucency around the top of the cup, which appears to be in a relatively good position. Subluxation when the cup is at normal inclinations (35-45 degrees) would generally be associated with some form of impingement #150; either soft tissue or bone against the implant. If the root cause of the failure was subluxation, this is not likely to be implant related. The complaint shall be closed with an undetermined conclusion, it shall be entered onto the complaints database and monitored through trend analysis. Should another report be received following applied research evaluation, then an investigation addendum shall be added.

Event description:
Pt was revised to address a grinding noise. Upon evaluation, it was discovered that the hip was subluxing posteriorly.